Manufacturer narrative:
There was no patient involvement. Livanova (B)(4) manufactures the heater-cooler system 3t. The incident occurred in (B)(6). A livanova field service representative was dispatched to the facility to investigate the device and could confirm the reported issue. The failure was traced back to the heating elements in the patient tank which were replaced and the problem could be solved. Subsequent functional verification testing was completed without further issues and the unit was returned to service. The root cause of the reported issue is traceable to the heating elements. Based on device manufacturing date, wearing of the heaters over time cannot be excluded.

Event description:
Livanova received a report that during setup a heater cooler 3t system triggered an alarm in the operating room indicating it was drawing to much current. There was no patient involvement.